Event description:
It was reported that, increased impedance and oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. X- ray imaging was performed; no abnormalities were noted. The patient was hospitalized. No further intervention has been performed.

Manufacturer narrative:
The reported events of ¿possible lead damage, unspecified oversensing, low pacing impedance and low defib impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
Additional information was received that decreased pacing impedance, decreased defibrillation impedance were observed on the rv lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.